Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc), noise and oversensing resulting in inappropriate atrial tachy response (atr) episodes. An alert for high out of range pace impedance measurements was observed. It was noted this patient was lying in bed at the time. Technical services (ts) discussed possible issues including a connection issue and that there was a lead issue. Ts recommended obtaining a chest x ray. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.